Event description:
It was reported that the tubing separated from the t-connector in an extension tube. There was no patient injury or medical intervention associated with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample is reported to be available for evaluation. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual inspection and pressure testing was performed. During the pressure test a leak was observed at the connection between tubing and t-connector. The cause of the of the leak was not determined. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). Evaluation information: during closer visual inspection the sample was found to have a tear at the tubing. A CAPA has been opened in order to address this issue. If additional relevant information is obtained, then a follow-up MDR will be submitted.